Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and a piece of the glass came out and became unresponsive. Reportedly, the reason for the cracked screen was unknown. Additionally, an unspecified malfunction occurred. Customer's blood glucose was 185 mg/dl. The customer reverted to manual injections for insulin therapy.